Event description:
It was reported that there was a fall involved with the bed. Patient involvement and adverse consequences have been reported.

Manufacturer narrative:
On (B)(6) 2011: the nurse manager at (B)(6) reported that a female patient broke her hip as a result of the fall. The patient did have multi-myeloma and complained of a sore hip prior to the fall, but did not have a confirmed broken hip prior to this fall. The patient did require medical intervention to address the broken hip along with one week of rehab. The nurse manager confirmed that the caregiver responsible for engaging bed exit was interviewed and could not remember if the bed exit was engaged or disengaged. The nurse manager did confirm that the bed exit on the bed involved did work to specification including the alarm on the bed. The nurse manager did state that the bed exit alarm was not as loud as other beds in the unit. It was explained to the nurse manager that the bed exit alarm volume can be adjusted. The nurse manager was asked if a stryker field tech was needed to come to review this issue and the nurse manager stated that there was no need for a stryker field tech to come in as the bed was working to specification. The hospital stated that they were not able to provide the serial number of the bed involved with this issue as the beds move from room to room frequently and locating this bed would not be possible.